Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter performed back to back blood glucose tests and got results of 170, 123 and 145 mg/dl. Tests were done one after the other, using different fingersticks and test strips. There were no symptoms. A control solution test was not done due to lack of supplies. On follow-up, the lifescan rep and reporter discussed qc procedures and meter/lab comparisons.